Event description:
The user facility reported that the doctor observed that the angio-seal footplate did not deploy intravascularly and was stuck at the tip. The sheath tip was kinked. The patient was stable, and hemostasis was achieved with manual compression. The angio-seal device was used during an endovascular thrombectomy case. Additional information was received on (B)(6) 2022: the procedure sheath that was used was an 8fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed, and the vessel was of good size. The doctor stated that there were no issues with insertion, both forward and backward clicks performed without issue. However, when he slowly pulled back the whole device came out. As the foot plate was not deployed. Insertion trajectory was over provided wire, smooth with no kinking action. There was no calcification or tortuosity present, smooth straight vessel.

Manufacturer narrative:
Implanted date - device was not implanted, explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The complaint was able to be confirmed because pictures were available for the complaint. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea)/hazard based risk table (hbrt).